Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was used. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Additional narrative: on (B)(6) 2008, it was reported that after the transvaginal tape procedure for stress incontinence, the patient later developed severe refractory urge incontinence and severe dextrusor contractions. She failed treatment with detrol ditropan vesicare enablex oxytrol. She was experiencing severe urge incontinence, leaking urine all the time. She had stage I interstim placement [sacral nerve stimulator] on (B)(6) 2008 and stage ii interstim on (B)(6) 2008. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2013. It was reported that the patient underwent sling implantation to treat stress urinary incontinence. Post implantation the patient experienced pain, dyspareunia, infection and recurrence of stress urinary incontinence. The patient underwent mesh revision surgery on (B)(6) 2011. (B)(4).